Event description:
The tech found the supernatant plasma allegedly had hemolysis in the sample tube. The blood sample was taken from the sample bag after being connected to the donor. It was then transferred to the vacuum tube. The blood sample rested about 1 hour, then was separated by centrifuge. The tech then allegedly found that the supernatant plasma was pink. Caridianbct is awaiting the return of the disposable. Pt info is unavailable at this time. This report is being filed due to potential hemolysis found in a blood sample.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.